Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for pacing impedance out of range on remote monitoring and a safety switch was also observed. In-clinic testing showed the pacing impedance was out of range in bipolar configuration and within range in unipolar configuration. Noise events showed oversensing in unipolar configuration. A lead conductor fracture was deemed to be the cause of the clinical observations. The physician decided to keep the rv lead in service and implant an epicardial lead. The lead remains in service. No additional adverse patient effects were reported.